Event description:
It was reported during the procedure to implant the scs system that intra-operative testing identified high impedance values on the scs lead. The physician successfully completed the procedure using a new scs lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.